Manufacturer narrative:
Correction: h6 (removed e2115, added f12) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Feasibility of the hinotori¿ surgical robot system in right colectomy: a propensity score matching study d10 concomitant products: nk - sibo, unknown surgical innovations bo product, (lot #unknown); unk-sigadapt, unknown signia egia adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 88 cases of robotic right hemicolectomy was completed between 2020 and 2024. Branded products were used only in the hinotori robotic procedures. The signia stapler with endo gia loads was used for anastomosis of the bowel. Complications include two cases of anastomotic bleeding and one undescribed complication. No interventions are described; however, it was mentioned that no reoperations were required.